Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported when the battery casing with inserted battery was installed into the hand-piece, the colibri started to operate without pressing any buttons or triggers. The device heated immediately up and started to smell. There was no delay in surgery and a spare device was available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown. Service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A product investigation was completed: the device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. After pre-repair diagnostic assessment, the device has not been serviced. The service technician noted the following action taken as exchange and replacement. During the pre-repair diagnostic assessment the service technician identified the following failure code as general, out of specification. The service technician identified the probable root cause as strain, wear, normal wear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.